Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The customer's allegation of camera head loose was caused by a damaged coupler. Additionally, there was a cut on the camera cable and blurry image. The blurry image was caused by moisture inside the charged coupled device (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the reported failure was cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The reported failure is addressed in the instructions for use (IFU): "caution before attaching the endoscope, make sure that its eyepiece is attached to the endoscope firmly. If the eyepiece is loose, the endoscopic image may be out of focus or may fluctuate, or the endoscope or the camera head may fall off. After connection, ensure that the endoscope is firmly fixed to the camera head, without any looseness. A loose connection of the endoscope to camera head may cause interference on the endoscopic image. Use of the camera head in conjunction with laser equipment is not guaranteed. If a filter for laser equipment is used, operate the instruments carefully, as the connection between the endoscope and the endoscope mount could be weakened." Pg. 26. "Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning. Using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Pg. 19. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus that this camera head was loose. The procedure was unspecified. There were no reports of patient or user harm associated with this event.